Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "IV pump/channel malfunction with communication error message noted. Pt receiving high dose of levophed infusion running at 17 mcg/min." There is no report of patient harm.